Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection which verified the damage to the downstream occlusion seal. Additionally, damage to the upstream occlusion seal and air detector was observed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device downstream and upstream occlusion seals and the air detector were replaced and the device passed all testing.

Event description:
It was reported that during testing the dso seal was bubbled and unattached. There was no patient involvement.